Event description:
Alleged the brake will set, but will not lock the right head caster.

Manufacturer narrative:
The facility found the brake cable wedged between the bearing and stiffener plate. The facility replaced the brake block assembly to repair the bed.